Event description:
It was reported that a monarc subfascial hammock was implanted. The date of implant was not provided. Plaintiff's attorney has alleged that, "as a result of having the products implanted in her, plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries," and that damaged nerve endings led to "neuromas." Also alleged, the mesh "caused severe and irreversible injuries, conditions, and damage" and the plaintiff "was caused and in the future will be caused to suffer severe personal injuries, severe emotional distress," and other loses.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.